Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "beeps" while charging. There was no reported patient involvement.

Manufacturer narrative:
The device has been evaluated by a philips technician and the failure has been confirmed, however the part is either on hold or yet to arrive. The reported issue was confirmed and traced to a faulty processor pca. The device will be returned to the customer as soon the repair is completed